Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal) was inadvertently implanted backwards. The site completed all light treatments for the patient before realizing that the orientation of the lal was incorrect. The surgeon believes that he was not rotating the handpiece enough during optic delivery. However, the patient is happy with their current vision, and there is no plan to exchange or reposition the lens as yag capsulotomy was completed.